Manufacturer narrative:
Operator of device unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code 41541. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing the tamper seal. There was evidence of the error recorded in the event history log. However, the reported problem was not duplicated. Error code 41541 was due to an inoperable latch/optic flex sensor, which was operable and passed the functional test. It was recommended that the latch lock flex be replaced as preventative measure/customer's concern and that the error code be cleared. The failure mode reported was not confirmed as no fault was found with the device. Root cause of the issue was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4) result of warning letter cms# (B)(4).